Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, upon interrogation, the longevity of the device had dropped unexpectedly. Abbott technical support reviewed the session records and confirmed normal battery depletion. During the previous interrogation of the device the longevity was overestimated by the programmer. Programmer information was requested but not available. No further intervention was performed at this time and the device will continue to be monitored until elective replacement. The patient was stable with no adverse consequences.